Manufacturer narrative:
Complaint allegation is not confirmed. Visual inspection identified the anchor or suture of the self bunching 1.8 knotless hip fibertak®soft anchor had not returned. The chipped area was observed at the distal end of the shaft, around the tip. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. Dfu-0404-sub-eo rev 0-warning- to help avoid inserter breakage and potential patient injury: avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation in progress. A report will be provided upon completion.

Event description:
It was reported that during a hip laberal repair surgery the shuttle suture of the device snapped while shuttling the repair stitch through the anchor twice in a row. All broken parts of the device were retrieved from the patient. The sutures tore at the same point in each, while the loop was going through the anchor. The surgeon is experienced in using these and no force over & above what is normally used was exerted. The shuttle suture was passed using a striker nano pass device and no damage form this was observed. The repair stitch was loaded at the appropriate point (blue mark). According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-2323xxx). Swivelock® anchors were used instead of the planned fibertak, devices.it was not necessary to do a second surgery.